Event description:
It was reported that visualization planer tool is defective and has damaged the long attachment. The planer tool was delivered that way and now needs to be replaced asap as the orientation of the plate is not correct and the internal sizing and position is incorrect. There was a delay in surgery as staff had to remove the anspach with the long attachment to make it fit. The orientation is still off. Visualization tool not locking into handpiece.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The initial visual inspection completed found that the notch curvature of the probe plate was correct. The lot number for the device was not provided. A complaint history review was performed and found similar reports of this issue. Therefore, based upon previous complaint data and visual inspection of the returned part, the device did not meet manufacturing specifications. This issue will continue to be monitored. A relationship between the device and the reported event has not been established. The plate probe was checked on 10 handpieces in house, on a combination of stainless steel drill guide supports and aluminum drill guide supports. It was tested with the long attachments, burs, and drills inserted in the handpieces and without. It fit over all of the handpieces without issue. No problem found with the plate probe. The returned long attachment that was used with the plate probe was not bent and the plate probe could fit over it with no issue. It is possible that at the time of the event, there was some debris caught in between the long attachment and plate probe or in the handpiece where the plate probe locks in that was preventing it from fully locking in. Since we were not present at the time of the event, we cannot confirm or deny this. No problem found with the plate probe.